Event description:
It was reported that there was a patient alert for out-of-range with extremely up and down impedance on the hvb and hvx coils of the right ventricular (rv) lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated lead impedance out of range alert. There were 69 ventricular short interval counts (sic) that occurred since (B)(4) 2013, the noted day of explant. An out of tolerance (oot) subthreshold lead impedance alert was recorded on (B)(4) 2013. Superior vena cava (svc) defibrillation impedance rises from an approximately baseline of 100 ohm to greater than 200 ohm on (B)(4) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.